Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of streptococcus australis as actinomyces odontolyticus in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation fine tuning: status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was good during the tests made on (B)(6) 2021 and (B)(6) 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: based on the information provided, the expected identification has been defined as streptococcus australis which is not present in vitek ms kb v3.2 but has been added in the next vitek ms kb v3.3. Sample data analysis: according to data provided, the misidentification was obtained with a low identification score (-0.11) which is the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. The customer's submitted strain was tested internally. Biomérieux quality control laboratory did not reproduce the vitek ms customer result of actinoymyces odontolyticus. The customer strain was identified as streptococcus parasanguinis with vitek ms kb v3.2 due to a system limitation (species not present in the kb v3.2). The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion based on the results of reprocessing the data with a knowledge base version containing the species in question, the probable cause of the misidentification is a non-optimal sample preparation during customer tests. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ (B)(6)) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of streptococcus australis as actinomyces odontolyticus in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of actinomyces odontolyticus (99.9%). The isolate was sent to a reference laboratory where it was identified as streptococcus australis. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated